Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they reached out to the rep over the weekend and their rep suggested a part replacement. Pt stated they spoke to their manufacturer representative (rep) by phone. Pt stated they were recharging the ins - the wand itself started to burn the skin. The cord that goes to the box on the cord that was "on fire". Pt verified no medical attention was needed and it was just a sensation. Pt wanted to mention that the battery showed it was 100% charged in the controller when they started - but then went to 0 during recharge. Replaced the wand before pt stated they do not want a "refurbished rtm cord". Pt also mentioned that they will not be able to send back the rtm cord to repair right away. Pss is sending a request to repair team for the rtm cord. No symptoms or patient complications were reported. Additional information was received from the patient. Pt called back and confirmed the new recharger antenna had arrived at pt's house. Pt also mentioned they will not be able to use their new recharger antenna (and controller, sent today) until they return to their house. Pt mentioned they got spinal cord stimulator (scs) to reduce medication consumption and mentioned they still took medication; pt mentioned they would have to increase medication consumption over the next two weeks during their travels to manage pain because ins charge would not last two weeks. Pt called back to get controller replaced. During the call, the pt shook the controller and heard the controller rattling on the inside. Pt then mentioned they charged the ins and the controller went blank/unresponsive. The controller was at 100% charge when controller went blank/unresponsive. The pt performed a battery reset of the controller and the controller responded, but was at 0% charge when the controller responded. Pt mentioned the controller said "looking for device" when the controller was connected wirelessly to the ins. Pt also mentioned controller would "say it was charging the ins" when the recha rger antenna was not connected to the controller. Pt also recalled that the controller had displayed another error message (pt did not recall message) and the recharging status went from "excellent" to "poor" frequently without the pt moving. Pt mentioned they had not been able to charge their ins since yesterday. The ins charge was at 50% and controller charge was at 80%. Pt asked how long the charge would last in the ins; pss reviewed ins battery specs. Pt also mentioned the scs did allow them to walk and perform other physical activities they would not have been able to perform otherwise. Pt mentioned the next two weeks without scs were going to be "ugly." Additional information was received from the patient. The pt called back stated that she received the replacement controller but it was not working. The pt cannot get past the "language screen" and pt stated that "english" is highlighted but the controller will not respond if she tries to confirm the language. Pss had pt remove the li battery pack and plug the controller into ac power and the same screen came up again and the controller was still unresponsive. Pss is sending repair team a request for a new controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed there was a recharging antenna failure (no device found screen) and it had frayed insulation or cracks in cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.